Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch due to far-field r-wave oversensing was observed. Programming changes were made. The issue was resolved.